Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported that there was a touch defect with the monitor. There was no pt involvement. The product problem was reported by the technical department.